Event description:
It was reported that patient underwent a left knee revision due to the femoral implant being in valgus alignment. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: tibia cemented 5 degree stemmed left size d catalog#: 42532006701 lot#: 65357639. All-poly patella cemented 29 mm diameter catalog#: 42540200029 lot#: 65351872. Articular surface medial congruent (mc) left 10 mm height catalog#: 42512100410. Lot#: 65278517. Proposed component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.